Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the battery would flash red when connected to a battery charger. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing due that the battery was received inoperable. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. Based on the available information, a possible root cause of the reported event can be attributed to an open thermal cutoff fuse, preventing the battery from charging or providing power to a controller. This most likely contributed the battery to flash red when connected to a battery charger. The returned battery, however, did not exhibit a red flashing when analyzed.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient during a routine visit that the battery would exhibit a flashing red light when placed on the battery charger. It was noted that the patient tested the battery on all ports of the battery charger. The battery was exchanged. No patient complications have been reported as a result of this event.